Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review of architect stat high sensitive troponin-I reagent, lot 68159ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68159ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 68159ud00. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot is within the established limits and comparable to the historical reagent lot performance. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot 68159ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result which questioned by the physician on one patient. The result provided were: on (B)(6) 2025, sid (B)(6), initial=170.8 pg/ml /at gustrow site on alinity (B)(6) =positive (no actual results provided) /on siemens at sudstadt rostock clinic=< 3 ng/l. Laboratory reference range for troponin men =< 34 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result which questioned by the physician on one patient. The result provided were: on (B)(6) 2025, sid (B)(6) initial=170.8 pg/ml /at gustrow site on alinity (B)(6) =positive (no actual results provided) /on siemens at sudstadt rostock clinic=< 3 ng/l. Laboratory reference range for troponin men =< 34 pg/ml there was no reported impact to patient management.